Event description:
It was reported that the patient experienced a sudden cessation in the therapy. The patient's programmer displayed the "call your doctor" icon and a power on reset (por) condition was encountered. When the patient's implantable neurostimulator was interrogated, the message "verify neurostimulator clock setting" was displayed. The clock settings were verified and the device "turned back to normal," except that the device was off. The patient successfully turned on the device. There was no explanation for the patient's change in therapeutic effect. There was no patient injury. The patient was reprogrammed.

Manufacturer narrative:
(B)(4).